Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 0.7mls of juvéderm® ultra xc in the lips without incident. Roughly two days after this injection, patient reached out and reported they had tongue swelling after the filler. The patient was seen by a healthcare professional and treated with steroids and IV benadryl. Patient followed up with an allergy specialist who could not pinpoint the cause, but noted the allergic reaction could have been due to a covid vaccine received on the day after the filler injected, patient was informed they could return for further injection. About a month later, patient was again injected with 0.9mls of juvéderm® ultra xc in the lips without incident. Approximately one hour after the injection, patient reported they had swelling in the lower lip. The healthcare professional had the patient to return to assess for a possible vo. On assessment, the skin was blanchable and soft, with no s/s of a vo. During the 15 minutes patient was at office, the swelling started to spread to the lower portion of the face. Patient was sent to the ER and was again treated with steroids. The reaction was contained and reportedly resolved fully 11 days later. The healthcare professional noted although they initial believed the first allergic reaction may have been to a covid 19 vaccine, they now believe it and the subsequent reaction were indeed related to the filler injections.